Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the left femoral artery in a 45-year-old male patient with cardiomyopathy for left ventricular unloading in conjunction with veno-arterial extracorporeal membrane oxygenation (va-ECMO). The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e. The patient required extracorporeal membrane oxygenation (ECMO), inotropic support, vasopressor therapy, and respiratory support prior to and during impella cp support. The impella cp was successfully inserted without reported access-site bleeding or hematoma, and device performance was reported as intended. Following implantation, it was reported that the provider made more than 30 attempts to place a distal perfusion catheter proximal to the impella access site without success. Subsequently, a groin hematoma with associated bleeding was reported. The patient was noted to be receiving multiple vasopressors, and significant vasoconstriction with "clamped down" small vessels was reported as a contributing factor to the difficulty obtaining distal access. No device alarms, malfunctions, or performance concerns were reported, and the impella cp continued to provide intended left ventricular unloading support while on va-ECMO. Based on the available information, the impella cp functioned as intended throughout the event. The reported groin hematoma and bleeding are most consistent with a procedure/access-related complication associated with repeated vascular access attempts in the setting of severe cardiogenic shock, vasopressor use, and compromised peripheral perfusion. The patient subsequently expired while on impella cp and va-ECMO support. The death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome

Manufacturer narrative:
B5 updated. D10: the companion sheath has been added as a concomitant medical product.

Event description:
Additional information indicated that the attempted distal perfusion catheter insertion occurred during the same procedural time as the impella insertion. Manual pressure was applied to address the reported bleeding. It is unknown whether blood transfusion was required.